Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. Receiver charge and boot test failed. The log download and attach failed. The functional test failed due to perpetual rebooting. Open receiver case to unplug and plug battery cable and attempt to download rx log failed. The allegation was undetermined. The root cause could not be determined.